Event description:
Material no: 305064, batch no: 9205240 . It was reported before use of the syr 10ml ll w/ndl 18x1-1/2 blunt fill the needle on syringe is loose and unable to tighten. The following information was provided by the initial reporter: per customer, 50% of them blunted needles were on the syringe loosely, but can be tighten manually (this required an additional ¼ turn to tighten) to be used. Out of the 50 % of the syringes that had issues: the other 50% of them the blunted needle were on the syringe loosely, but cannot be tighten manually, and cannot be used.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions recommended since samples/photos were not received to confirm the product defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 305064, batch no: 9205240. It was reported before use of the syr 10ml ll w/ndl 18x1-1/2 blunt fill the needle on syringe is loose and unable to tighten. The following information was provided by the initial reporter: per customer, 50% of them blunted needles were on the syringe loosely, but can be tighten manually (this required an additional ¼ turn to tighten) to be used. Out of the 50 % of the syringes that had issues: the other 50% of them the blunted needle were on the syringe loosely, but cannot be tighten manually, and cannot be used.